Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A home patient caregiver (cg) contacted baxter's technical service center and reported the home patient (hp) changed out the cassette in his homechoice device but used the same bags during therapy. The baxter technical service representative (tsr) informed the cg when the hp changes out the cassette he needed to change out the bags as well. The tsr had the cg start over with all new supplies. There was no patient injury or medical intervention reported. Baxter contacted the hp's nurse on (B)(6) 2011. The nurse stated the following: she was unaware of the event but stated the patient was performing therapy fine and she would advise the patient on the proper therapy procedures.